Event description:
Customer reported that she had high blood glucose level of 350 mg/dl. Customer stated during troubleshooting that insulin pump was giving a motor error during high pressure test. The insulin pump had an absence of no delivery alarm. No further information to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.